Event description:
A recent review of service records on (B)(6) 2010, identified the repair of an AED printed circuit board on (B)(6) 2009, involving the replacement of the circuit board containing an open resistor (r603). Failure of resistor r603 can result in an unrecoverable "service required" error message, rendering the device unable to deliver therapy. It is important to note that this error was detected during a routine maintenance check by the owner of the AED and did not occur during an actual rescue event (no pt was involved). This report is being submitted because product malfunctions associated with the failure of r603 have previously been submitted.